Event description:
Customer reported false negative reaction for anti-e with 0.8% surgiscreen lot #vss587 in manual gel. Customer tested a patient sample with 0.8% surgiscreen lot #vss587 prior to testing with some newly received panel cells. Account saw no reactivity with lot #vss587. Customer had identified the presence of the antibody using immucor screening cells converted to 0.8% and a ficin panel. Customer performed testing in manual gel with a 15 minute incubation time. The customer did not want to extend the incubation time as it is not their normal routine. Daily qc was performed and was found to be acceptable. All reagents were stored appropriately and had normal appearance prior to use.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).